Event description:
It was reported the procedure was being performed on a pt in the emergency department. The pt arrived in the emergency department and coded on the stretcher. The physician attempted to place the sheath introducer to administer fluids and reported the tip of the sheath was frayed and they were unable to insert the sheath. As a result, another kit was opened.

Manufacturer narrative:
Qn# (B)(4). This report is associated to MDR # 1036844-2015-00166 which has been submitted for the second insertion attempt.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one d ilator inserted through a sheath hub and protruding from the sheath tip. The sample appeared typical but used. Microscopic examination did not reveal any damage or defects with the sheath. The dilator tip was slightly deformed. White colored areas from stress were observed and the edge was slightly pushed back appearing like it has hit a hard surface. The dilator met all dimensional specifications and a guide wire was able to pass through without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions states to perform a skin nick prior to insertion, to remove the dilator and guide wire together, and not to apply excessive force when removing. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.